Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump up arrow button was unresponsive due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratches and cracked display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. At the time of the event the customer's blood glucose was unknown, but at the time of the phone call it was 175 mg/dl. The customer stated that the device might have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.